Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 500 mg/dl with rapid, deep breathing/shortness of breath/chest pain, abdominal pain/vomiting, polydypsia, nausea, and a trace of ketones associated with no audible tones in the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the audio issue began (B)(6) 2014 and there were no audio from the pump. During troubleshooting with customer technical support (cts), the audio tone feature was tested and the issue remained unresolved. This complaint is being reported because the patient allegedly experienced hyperglycemia due to no audio sounds in the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/22/2014 with the following findings: the pump case was removed and the solder joint at the piezo was observed to be cracked. A test cover was used and the audible tone responded to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2: device evaluation: the device has been returned and evaluated by product analysis on 12/30/2014 with the following findings: the last basal delivery was on 09/25/2014 at 8:13 am; there was a manual ¿cs(B)(4)¿ suspend alarm observed for 2 hours 30 minutes on (B)(6) 2014. The total daily dose added up correctly and equaled the programmed basal rate target. The pump reflected 24 units after a 24 hour on 1 unit/hour basal duration test. The product performed within specification and the advanced bolus calculations were found to match manual calculation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.